Event description:
The pt stopped feeling stimulation the day prior. There was no known related accident or incident. The pt could not increase or decrease the stimulation though the programmer was responding appropriately. It was possible that the ipg was depleted. A f/u appointment was pending. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).